Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and helped the caller reset the pump, allowing continued use without recurrence of the malfunction code. The caller was advised to contact support again if the issue reappeared.